Manufacturer narrative:
The device was returned to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During inspection and testing, the customer¿s reported scope communication error b30 was not reproduced or confirmed. However, the evaluation found the scope socket¿s locking mechanism was worn, and the scope video cable could not be secured. Based on the results of the investigation, the scope communication error was likely due to the worn locking mechanism; however, a definitive root cause could not be determined. The power switch was updated, but no other issues were identified during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, the visera elite video system center displayed error code b30. There was an approximate ten-minute delay as the subject device was replaced with another similar device to complete the procedure. There was no patient harm reported due to the event.